Event description:
It was reported that during cleaning in the sterile processing department the customer found metal shavings coming from the device. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. During device evaluation, it was noted the back pawl, rod assembly and rod bushings were worn. Burs that form on the rod can catch on the soft bushing and can pull flakes or metal debris from the bushing. The device was repaired and returned to the customer.